Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D4 d10 h3, h4, h6: a review of the receiving inspection (ri) for viper universal poly driver was conducted identifying that lot number mi84959 was released in a single batch. - batch1: lot qty of 54 units were released on 16 apr 2020 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Visual inspection: viper universal poly driver (part: 279734000, lot: mi84959, qty: 1) was returned and received at us customer quality (cq). Upon visual inspection at cq, it is observed that the device looks good without any visual damage. The surface of the devices shows normal wear consistent with the device use which would not contribute to the complaint condition. Device failure/ defect identified? No dimensional inspection: dimensional inspection of the received device was not performed at cq as no defects were evident during visual inspection. Document/ specification review: the following drawings were reviewed during the investigation: -mis si quick connect poly screwdriver assembly no design issues or discrepancies were noted during the investigation. Complaint confirmed? No investigation conclusion: the complaint cannot be confirmed for viper universal poly driver (part: 279734000, lot: mi84959) as no visual damage was evident with the returned device. A definitive root cause could not be determined for the reported problem. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of event is an unknown date in (B)(6) 2020. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during an incoming inspection of the loaner set, it was noticed that the poly driver was defective. The tip of the screwdriver has broken off. It was not used for any surgery. There was no surgery impact and no patient impact. This report is for a viper universal poly driver. This is report 1 of 1 for (B)(4).